Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and correction injection via manual insulin therapy. Customer would resume insulin to address the issue. Ultimately, the customer reverted to an alternate method insulin therapy.